Manufacturer narrative:
(B)(4). Publication date, exact event date unk. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparison of the efficacy of different staplers in billroth I reconstruction after distant gastrectomy for gastric cancer. Authors: nan zhang, kai xu, xiangqian su. Citation: china oncology clinical volume 45, issue 14, doi:10.3969/j.issn.1000-8179.2018.14.378. The objective of the study is to compare the recent safety, effectiveness and post-operative survival quality of distal gastric cancer root treatment with the application of circular staplers and straight staplers. From january 2013 to july 2017, 132 patients with gastric adenocarcinoma who received distal gastrectomies with billroth ii were included in the study. There were 94 males and 38 females with a mean age of 58.3 +/-9.5 years and a mean bmi of 23.7 +/-3.0 kg/m2. The patients were divided according to the application of gastrointestinal ostomy staplers in which 64 patients had circular staplers using curved intraluminar stapler (cdh25a, ethicon endo-surgery) while 68 patients had straight staplers using echelon flex powered endopath articulating linear stapler (pse60a, ethicon endo-surgery). After the surgery, the patient is followed up by an outpatient review every 3 months up to 12 months after the operation. The reported complications included bleeding from the anastomosis (n=1), abdominal infection (n=3), stomach emptying/drainage disorder(n=3), duodenal residual leakage (n=1). In conclusion, for distant gastrectomies with billroth I reconstruction, gastrointestinal function recovery was faster and postoperative hospital stay was shorter in the linear stapler group than in the curved stapler group.